Manufacturer narrative:
Per the tandem user guide, ¿only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer fell and experienced a low blood glucose level of 20 mg/dl. Emergency medical services were called and the customer was treated with carbohydrates and intravenous dextrose. Reportedly, the customer had increased the pump basal rate from 2 units of insulin per hour to 3 units of insulin per hour without guidance from a healthcare professional. Recommendation was made for the customer to consult with a healthcare provider regarding the pump settings.